Event description:
Reference MFR report: 1627487-2012-15139. It was reported the patient is experiencing aching and burning on the right side of his back after his stimulation has been turned on for a while. The patient indicates the aching and burning lingers for approximately one hour after turning stimulation off. The patient does not feel the aching/burning near his ipg or lead incision sites. The patient currently has his stimulation turned off. The sjm representative will meet with the patient as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.